Event description:
My husband had the impella 5.5 heart pump installed on (B)(6) 2024 at (B)(6) hospital and developed blood clots in his internal jugular vein and cephalic veins on (B)(6) 2024. We were not told about these clots until (B)(6) 2024.